Event description:
It was reported that a device separation occurred. A direxion transend-14 system was selected for use. Prior to the procedure, it was noted that the purple (proximal) part was separated from the rest of the microcatheter. The catheter was not used. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the direxion microcatheter was returned to boston scientific for analysis. The device shaft was microscopically analyzed for any damage. The device showed a fracture located 2.2cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The device was confirmed for a fractured shaft.

Event description:
It was reported that a device separation occurred. A direxion transend-14 system was selected for use. Prior to the procedure, it was noted that the purple (proximal) part was separated from the rest of the microcatheter. The catheter was not used. There were no patient complications reported.